Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the power button on the autopulse platform (sn (B)(4) is stuck and that this is a persistent issue. The platform is non-functional because the power button cannot be engaged. No patient involvement.

Manufacturer narrative:
The reported complaint that "the power button on the autopulse platform (sn (B)(6) is stuck" was confirmed during visual inspection. The power button was twisted and misshaped, likely attributed to user mishandling. The power button was replaced to remedy the problem. The reported complaint that "the autopulse platform (sn (B)(6) non-functional" was not confirmed during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Upon review of the archive data, no significant discrepancies were found. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint of the stuck power button, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).